Manufacturer narrative:
(B)(4). Date sent: 4/24/2026. D4: batch # 410d34. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc80 was received with the firing nob not at home position, a broken anvil shroud and not attached to the metal anvil. Further evaluation shows the clamp arm pivot pin and the anvil clamp dowel pin detached and not returned for analysis. Also, a glcr80b reload was present. The reload had the proximal 2 drivers up without staples and the swing tab in the locked position. During the visual inspection, the internal tab of the anvil shroud was broken, completely separate from the anvil half. The proximal end of the anvil shroud was reviewed and the witness marks were present. Witness marks indicate the device was mis clamped without having the device halves locked. It's possible that the pivot pins fell out when the anvil shroud was broken. No functional test was performed due to the condition of the returned device. The damaged noted on the anvil shroud was confirmed and it is related to improper use of the device due to the witness marks present. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 410d34, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, dr. Says that at the third shot, when closing the jaws, a white piece was released and the device was disassembled, leaving the yellow cover loose. A new product and new refill must be used. There was a 10 minute delay in the procedure. No patient consequences were reported.